Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 - correction and additional information - 11/19/2013.date testing completed for the test strips product has been updated to 10/28/2013 by product analysis from originally submitted 10/22/2013.

Manufacturer narrative:
Follow-up # 1 ¿ (11/06/2013) the patient¿s meter and test strips have been returned on (B)(4) 2013 and (B)(4) 2013, respectively, and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed; however, the test strips were found to have erratic results when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.